Event description:
Administrator alleged that the pt was found deceased and had a do not resuscitate order. The pt was found allegedly on her knees facing away from the bed. The back of her head was against the mattress and overlay, and her chin was resting on the lower foot end of the right head siderail (zone 4). He stated that all four siderails were in the up position when this happened. The cause of death is unk at this time. The pt's body has been sent to the state medical examiner. Hill-rom field technician found that the bed had what appeared to be a hill rom mattress but the mattress identification tags were missing. There was a gaymar soft-care ii air overlay on the mattresses. Tech reported that this bed did not have siderail inserts and did not have an hbsw kit installed. Administrator was sent an hbsw brochure. The date of this event occurred in 2007, but was not reported to hill-rom personnel until 10/11/2007.